Event description:
An external shock was delivered to treat an atrial fibrillation. Reportedly, one of paddles was very close to the device during the defibrillation. After the defibrillation, the programming head was placed on the device pocket, but none of green leds on the programming head were turned on, and it was unable to interrogate this pacemaker. Another programmer was used, but interrogation failure was confirmed as well. Reportedly, the pacemaker was considered to be damaged due to the external shock and so explantation of the device was performed on the same day.

Event description:
An external shock was delivered to treat an atrial fibrillation. Reportedly, one of paddles was very close to the device during the defibrillation. After the defibrillation, the programming head was placed on the device pocket, but none of green leds on the programming head were turned on, and it was unable to interrogate this pacemaker. Another programmer was used, but interrogation failure was confirmed as well. Reportedly, the pacemaker was considered to be damaged due to the external shock and so explantation of the device was performed on the same day.